Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-06886. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedances was confirmed. Analysis of the returned lead extension a was found internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.